Event description:
The pace/sense portion of the lead was capped due to noise. Defib portion remains active.

Event description:
New information stated that the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned measuring 51.8cm. Analysis found internal abrasion at multiple locations throughout the lead, including under the shock coils. In one location, between the rv and svc shock coils, the rv cable efte coating was visible and abraded. However, this damage could not cause the reported noise.